Event description:
Follow up.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Argon will continue to request for the return of the device. A follow-up report will be provided once it has been received and reviewed.

Event description:
PICC broke right after insertion below the securement disc. Stat lock utilized. No patient harm. PICC removed and piv placed.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.